Event description:
Pt admitted for laparoscopic cholecystectomy per surgeon. Common bile duct hard to visualize during procedure. Surgeon questioned poor quality picture of lap chole camera equipment. Cbd lacerated requiring open cholecystectomy with cbde-7 bile bag to t-tube.